Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise with oversensing and pacing inhibition as long as six seconds. Technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.